Event description:
During a post implant follow-up, decreased sensing resulting in undersensing and capture threshold anomaly were observed on the right ventricular (rv) channel of the device. No intervention was performed to resolve the event. The patient was in stable condition.